Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they are not happy with their end results and one particular tooth still is a little crooked. It looks like it needs to come forward still a bit. There's a bigger gap between my top and bottom teeth as they rest normally. The clinical support assessment team noted #7 has unplanned intrusion and #10 is just not at end of treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.